Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in calcified and severely tortuous right common iliac artery (cia). The lesion was an in-stent restenosis (isr) of an unk stent. The sterling over the wire 6.0mm x 40mm x 80cm balloon catheter was advanced to the lesion and inflated without difficulty to 12atms on the first inflation. The balloon ruptured at 12atms on the second inflation. The procedure was completed with a synergy balloon. The physician thought that the balloon may have come in contact with the stent edge. There were no pt injuries or complications. The pt's status was reported as "good."

Manufacturer narrative:
The complainant indicated that the balloon catheter was disposed at the user facility; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.